Event description:
The patient was receiving no stimulation. Impedance readings were >40000 ohms. Reprogramming did not resolve the issue. It was decided that the lead was broken. The patient was referred to a surgeon for evaluation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.